Manufacturer narrative:
Analysis noted that the display was bleeding, the display was out of electrical specification. The display was replaced and the firmware was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.